Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'upstream occlusion' was not reproduced. A review of the event history log (ehl) revealed 'upstream occlusion' messages. The event history log cannot confirm if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept beeping upstream occlusion during patient infusion in the surgery department using a baxter primary tubing set. It was not specified which drug out of feraheme or venofer in 100 mls of normal saline were infused. The device was changed and there was no report of patient injury or medical intervention associated with this event. No additional information is available.